Manufacturer narrative:
The insulin pump received with no arrow button response due to lcd keypad connector unlocked. Unable to perform idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test or verify failed battery test alarm due to button keypad anomaly. No moisture damage was found on the electronics and motor noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call failed battery test alarm, keypad anomaly and low blood glucose levels. Customer's blood glucose level was 43 mg/dl. Customer treated their low blood glucose via insulin drip. Customer advised they went to the hospital due to stomach pain and realized their blood glucose was low. Troubleshooting for the failed battery test alarm was performed. Customer was advised to make sure they use an energizer battery and to make sure the battery compartment is properly aligned with the insulin pump. Customer received failed battery test while troubleshooting. Troubleshooting for keypad anomaly was performed. Customer advised that all buttons are unresponsive except for the act button. Customer advised several months ago they dropped the device inside the toilet. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.